Manufacturer narrative:
The initial reported event of ¿defective¿ lead and allegation of patient suffering were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient "suffered physical and other injury" and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient has further] suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced." The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported the right ventricular (rv) lead was electively explanted and replaced.